Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisting the caller in completing the process, and the malfunction code did not recur after resetting. The customer is able to continue using the pump and was advised to report any future malfunctions.